Manufacturer narrative:
The driver was returned to the manufacturer for analysis. Analysis found that the tip of the driver was worn down and slightly rounded out. Analysis found that the reported event was related to a mechanical issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. Device lot number unavailable. The instrument has not been returned to the manufacturer for analysis. Device manufacturing date is dependent on lot number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported the tip of the driver clamp was worn. The procedure was completed with the use of backup products. This issue occurred intraoperatively and did not cause any surgical delay. There was no reported impact on patient outcome.